Event description:
Pump infused in 24-26 hours instead of 48 hours.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident is expected; however, was not received for evaluation and investigation at the time of the report. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to meet specification. A review of the lot history found no other complaints for the reported lot number. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.